Manufacturer narrative:
(B)(4). A sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occluder bar had cut the tubing causing air to enter into the lines on the homechoice (hc) during use. The care giver (cg) had disconnected the hp and performed a manual exchange in order to complete the therapy. Once the hp received a new hc machine, the therapy has been going well, with no other issues. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 4.